Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle device after a diagnostic procedure using a 5f sheath. Reportedly, all of the suture deployment steps were performed (including harvesting the sutures) but the prostyle device was unable to be removed from the patient. The device was partially removed from the patient (footplate portion was outside of the patient) but the guide wire entry port was not able to be seen. A slightly larger groin incision was made and the subcutaneous tissues were dissected further until the guide wire entry port was able to be visualized. The prostyle device was wired with a stiff guide wire and slightly firmer retraction force was applied to remove the device from the patient. Once the device was removed, it was noted that there was only the rail suture coming out of the patients groin. The non-rail (locking) suture could not be located. Closure was not successful; therefore, manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The material separation could not be confirmed as the suture was not returned. The entrapment of device is related to procedure conditions and cannot be replicated in a lab environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It was reported that the device was removed from the patient via tugging.. It should be noted that the electronic perclose prostyle instructions for use states, ¿do not advance or withdraw the perclose prostyle device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose prostyle device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. The IFU violation did not contribute to the reported difficulties. The cause of the reported difficulties cannot be determined. The subsequent treatment appears to be related to procedure circumstance. Based on the information provided, it is possible that when harvesting the sutures the rail suture was inadvertently grabbed below the knot and thus when pulled unthreaded the suture rail out of the knot causing the appearance of the rail suture only coming out of the patient, the cause of the reported entrapment may be related to the issues with the suture harvest or was an artifact of an interaction with the patient anatomy; however these cannot be confirmed as the plunger and suture were not returned. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d4: lot number updated from #3042641 to lot #3030641.